Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had diabetic ketoacidosis. The customer blood glucose level was unknown. The customer stated that it was happened last month and everything was came back to normal. The customer was not sure whether diabetic ketoacidosis was due to food poising and vomiting but not because of insulin pump. The customer reported infusion set did not stick to her skin, it pulled out together with her clothes and the other one it pulled the tape from the tubing. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.